Event description:
The customer reported that the hlf beeper stayed on after footswitch was released. There was no live image at that time.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the problem. He reseated the c-arm boards and connectors. The error log indicates x-ray switch security error. Power supplies are at spec. The system was repaired and now operates as intended.